Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. A nurse called the catheter lab prior to calling getinge. The catheter lab restarted the therapy without issue. The nurse inquired as to why it had occurred. The fse gave probable causes and their direct number to call back should it happen again. The nurse called back two hours later reporting the same issue of an autofill failure message. The nurse noted no blood in the helium tubing and all connections tight from the first call. The fse had the nurse verify the extension tubing and catheter size were identical. No kinks visible or known movement of patient. The fse instructed the nurse to locate a second pump and this was done quickly. The new pump providing therapy is a cardiosave. The downtime was minimal. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The power input (dc) to the condensation removal module (crm) was disconnected. The fse reattached the connector. The unit passed all calibration, functional, and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions).